Manufacturer narrative:
Full e1 establishment name: (B)(6) hospital. During device evaluation at olympus, it was found there were no abnormalities such as tearing or deformation after installing the distal cover. There were no abnormalities in the external shape of the tip or protrusion of the tip ring. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause of the broken cover could not be determined; however, it's possible that a strong force load was applied to the center line due to some kind of factor when attaching the cover, resulting in the tear. The customer may be able to reduce and prevent occurrence of the event by handling device in accordance with the instructions for use (IFU). If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported when trying to attach the distal cover to the duodenovideoscope, the cover broke. The issue occurred when preparing the device for use in a therapeutic endoscopic retrograde cholangiopancreatography procedure. The customer noted that the cover was also torn during a study session so they suspected the outer diameter of the scope was too thick. There was no reported patient harm or impact due to this event.